Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on an unknown date. During the procedure, visualization was lost. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: device code a06 is being used to capture the reportable event of loss of visualization.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: model number, lot number, and expiration date updated based on device analysis. Block h4: manufacture date updated based on device analysis. Block h6: device code a06 is being used to capture the reportable event of loss of visualization. Block h11: the returned exalt model d scope was analyzed. The device showed no visible damage. When it was connected to the capital equipment the image remained stable throughout the analysis, even when the camera tip and umbilicus connector were manipulated. Based on all gathered information, the probable cause selected is no problem detected, since the reported event could not be confirmed through device analysis.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on an unknown date. During the procedure, visualization was lost. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.